Event description:
A nurse reported that following injection of an intraocular lens (iol) into the eye, the haptic was noted to be broken. Additional info was received that indicated the lens was removed and replaced during the same surgical procedure which caused a fifteen minute delay in the procedure. The nurse also reported that the pt had elevated intraocular pressure postoperatively which was treated with medication. In the opinion of the surgeon, it is unk if the iol caused or contributed to the event. The nurse indicated the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. It is unk what type of cartridge was used. Lens returned in two pieces in a #78 (iw) lens case. Solution is dried on the lens. One haptic is broken/torn at the tip area and is not returned. The optic is torn/split (possibly cut) and is scratched/marked-rejectable. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).